Event description:
The facility's representative reported an infusion pump with a filure code 812:02. The facility's representative stated that no patient injury or medical interventioin was involved with this pump. Inforamtion was requested regarding the date this report occurred. The medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional information was requested but no additional contact was identified.